Manufacturer narrative:
(B)(4). The customer returned one 18ga introducer needle for analysis. Signs of use in the form of biological material were observed inside the needle cannula. Visual analysis revealed that the cannula was separated around the middle of the cannula. Microscopic examination confirmed the separation and revealed that the cannula was slightly bent and narrowed at both ends of the separation. The defect appears consistent with damage due to undue force applied to the sample. The point of separation measured 26mm from the needle hub. The total cannula length per measurement a of the introducer needle product drawing measured 68.5" , which is within the specification limits of 67.49mm-69.27mm. The cannula outer diameter measured 0.04965", which is within the specification limits of 0.04950"-0.05050" per the cannula product drawing. The cannula inner diameter at the proximal and distal ends measured 0.041", which is within the specification limits of 0.041"-0.043" per the cannula product drawing. A lab inventory 0.032" guide wire was inserted through both ends of the separated needle. Resistance was encountered due to the narrowing at both ends of the separation; however, the guide wire was still able to pass completely through the cannula. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of a separated needle cannula was confirmed through complaint investigation. Visual analysis revealed that the cannula was separated around the middle of the cannula. The cannula appeared bent and narrowed at both ends of the separation, which is an indicator that the cannula was exposed to undue force. Despite the damage, the needle met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the needle was bent during the insertion in the subclavian vein. No patient harm was reported. Another device was used to place the catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the needle was bent during the insertion in the subclavian vein. No patient harm was reported. Another device was used to place the catheter. The patient's condition is reported as fine.